Manufacturer narrative:
Patient information was unavailable from the site. On 7/10/2017 a medtronic representative went to the site to check the equipment. Rep found that the mobile view station (mvs) fuses were open. Fuses were replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.the suspect fused have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was switched on and used for two hours then the site moved the system outside of operating room (or). But when the system and the mobile view station (mvs) back into the room, the viewing station was black. Representative changed the outlets and switched the breaker but the issue was not resolved. Site continued the procedure with the use of c-arm. The procedure was completed without the use of imaging and navigation. There was no delay to procedure. No impact on patient outcome.